Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review cannot be performed since there was no lot number provided.

Event description:
A customer reported to baxter corporate product surveillance of a continu-flo set in which the tubing was leaking during an unidentified process step. The customer stated that the tubing has "beading of fluid on the outside wall like it had pin holes." There was no report of patient involvement or medical intervention associated with this event. No additional information is available.